Manufacturer narrative:
The information submitted reflects all relevant data received. There is no indication from a health care professional that the patient's death was device related. Cause of death was requested, but was not received. It is not known if the device was explanted post-mortem. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Other: two years after the patient's death, his wife reported seeing a 'lawyer ad on tv' and thinks the device 'may have caused her husband's death', stating he ' may have had a heart attack'. Additional information was received in a lawsuit alleging that 'the failure of [the patient's] ICD to properly function because of the dangerous defect....in lead caused [the patient's] heart rhythm to go untreated which resulted in his death'. The lawsuit further alleges that the patient has 'sustained severe physical injuries and death, severe emotional distress, mental anguish, economic losses and other damages.' No conclusion can be drawn.

Event description:
Two years after the patient's death, his wife reported seeing a 'lawyer ad on tv' and thinks the device 'may have caused her husband's death', stating he ' may have had a heart attack'. Additional information was received in a lawsuit alleging that 'the failure of [the patient's] ICD to properly function because of the dangerous defect....in lead caused [the patient's] heart rhythm to go untreated which resulted in his death'. The lawsuit further alleges that the patient has 'sustained severe physical injuries and death, severe emotional distress, mental anguish, economic losses and other damages.'